Event description:
As reported by our (B)(4) affiliate, on the day after a transfemoral tavr procedure, the patient was found to have developed a hematoma at the access site. The left common femoral artery was cut and a 16fr esheath was inserted smoothly without unusual resistance. A 23mm sapien xt valve was successfully implanted. There were no complications observed during removal of the esheath. The access site was closed without any problem. On the following morning the patient was in stable condition, but a hematoma was observed at the access site. When the physician opened the affected area to surgically remove move the hematoma, there was no active bleeding observed and no rupture or damage of the vessel was found. Since the exact source of the bleeding could not be identified, it was decided to implant a stent graft. The patient was in stable condition and would be monitored. According to the operator, there is little possibility of a relationship between the event and the device; however, the actual relationship was not determined.

Manufacturer narrative:
According to the instructions for use (IFU), bleeding and hematomas are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Post surgical bleeding (including hematoma development) may occur immediately after the surgery or there may be a delay. In addition to suture failure, blood clotting problems can cause continued bleeding despite apparent successful closure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0 mm. Per report, the access vessel mld measured 6.1x4.8mm with mild calcification and mild tortuosity, and there was bulky calcification and stricture in the common iliac artery. In this case, the cause of bleeding could not be identified after removing the access site hematoma and no vessel injury was identified. It is possible that patient factors (access site mld size small for a 16fr esheath and history of immunosuppressive drugs use) and procedural considerations may have caused or contributed to this event. There is no indication this event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
.